Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post-implant, the right ventricular (rv) lead dislodged and no capture with unstable sensing was observed. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.